Event description:
This spontaneous report was received on (B)(4) 2013 from a mother reporting for her (B)(6) daughter from the united states. The medical history included asthma. The concomitant medication was multivitamin one dose daily. On an unspecified date, the consumer started using o.b non-applicator tampons, vaginally, one tampon, which she changes when she uses the bathroom, for menstruation (lot number and expiration date unspecified). She opened one tampon, pulled on the string and the string came out. She did not use this tampon and threw it. She took out another tampon from the same package and used it and after an unspecified duration. On (B)(6) 2013, when she tried to remove the tampon, the string broke off and the tampon got stuck inside her. She went to emergency room and consulted a physician who removed the tampon. She underwent an x-ray and/or ultrasound to make sure that nothing was left inside her. She did not use the device further. The mother was not sure about the lot number on the package. This report was assessed as serious (required intervention). The company causality was assessed as related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 11-nov-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a mother reporting for her (B)(6), african-american daughter from the (B)(6). The medical history included asthma. The concomitant medication was multivitamin one dose daily. On an unspecified date, the consumer started using o.b non-applicator tampons, vaginally, one tampon, which she changes when she uses the bathroom, for menstruation (lot number and expiration date unspecified). She opened one tampon, pulled on the string and the string came out. She did not use this tampon and threw it. She took out another tampon from the same package and used it and after an unspecified duration, on (B)(6) 2013, when she tried to remove the tampon, the string broke off and the tampon got stuck inside her. She went to emergency room and consulted a physician who removed the tampon. She underwent an x-ray and/or ultrasound to make sure that nothing was left inside her. She did not use the device further. The mother was not sure about the lot number on the package. This report was assessed as serious (required intervention). The company causality was assessed as related. This report was considered a reportable malfunction case in the (B)(6). Additional information received on 23-oct-2013 the consumer did not provide a lot number and no sample has been received as of 21-oct-2013. A review of the trending data revealed no unfavorable trends. A review of product related issue revealed no changes. Based on the investigation results, due to lack of lot number and field sample and in the absence of trend, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains serious (required intervention). This report remains as a reportable malfunction case in the (B)(6).